Event description:
It was reported that the handswitch buttons do not work, but the footswitch would not activate the devices. The customer used the footswitch to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.